Event description:
It was reported that the insulin pump alarmed failed battery error. Customer is unable to rewind the insulin pump. Insulin squirts out of the insulin pump during the manual prime process. The blood glucose reading is 258 mg/dl. The customer treated with manual injection. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the basic oclcusion test due to a protruded/loose drive support disk. The device passed the displace, self test and off no power tests with all operating current within specifcations. Unable to perform the occlusion test due to the loose drive support disk. No failed battery or weak battery alarms observed during analysis. Damages to the case, lcd window, battery tube threads and reservoir tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.